Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead triggered an alert for signal artifact monitoring feature disabled, the ra lead showed high, out of range impedances and a lead safety switch. Also, over sensed noisy signals were observed at other episodes. The health care professional was going to follow-up with the clinic to troubleshoot with the patient. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead triggered an alert for signal artifact monitoring feature disabled, the ra lead showed high, out of range impedances and a lead safety switch. Also, over sensed noisy signals were observed at other episodes. The health care professional was going to follow-up with the clinic to troubleshoot with the patient. The pacemaker has been explanted and the ra lead was surgically abandoned. No additional adverse patient effects were reported.